Event description:
Patient was admitted with severe spinal stenosis @ l4 -l5. Patient underwent hemilaminactomy with medial facetectomy and disectomy on right side dura adherent to liganemtum flavun. Surgeon also addressed left side laminotomy, dura again adherent to ligamentum flavum. Surgeon inserted kerrison punch to remove portion of ligament. When punch was removed, the surgeon noticed a large csf leak. He then used gelfoam then blueglue to tamponade (not an indicated use for bioglue in the united states) which did not stop leakage. Surgeon used muscle flap and more bioglue which appeared to stop csf leakage, however, he then noticed csf coming from other (r) side, and inserted "1cm by several mm" bg to stop leak in o.r. Syx of csf leak postop - rx 3 days bed rest - pt was asyx, but immediately syx again upon rising. Rx 7 days lumbar drainage - pt. D/c home w/ no csf leak. Patient began experiencing transient leg pain (sciatica - type ). Gradually improved but worsened on 08/2005. MRI & CT at that time showed compression lesion on right side at l4-l5. Pain subsided, patient "swam in friends pool for 2 hours. And pain returned next day. Surgeon examined patient and noted patient was "neurologically intact." Patient is also negative for infection surgeon is planning po steroids (decadron) and will call the rep back if he3 decides to re-operate; however, as of 09/2005, surgeon indicated that patient was "doing well".